Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer has been experiencing continuous, ongoing elevated blood glucose (bg) levels ranging from 279mg/dl to 500's mg/dl. A correction bolus via the pump and a correction bolus via an insulin pen were delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the high bg.